Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was repositioned several times at implant due to dislodging. It was noted the helix extended after nearly forty revolutions. The lead remains in use. No patient complications were reported as a result of this event.